Event description:
It was reported that the patient had experienced a painful red pocket due to infection. The system was explanted on (B)(6) 2018 and later replaced with new system on (B)(6) 2018. No additional information was reported.

Event description:
New information received notes that the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.